Manufacturer narrative:
Insulin pump received with missing segments/partial display due to cracked and bleeding lcd. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the lcd of the insulin pump was broken and there were spot of ink. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.